Manufacturer narrative:
The ge rep conducted an onsite investigation. The hard disk drive was replaced and software was reloaded to the work station. The sys was tested and is now operating as intended.

Event description:
The customer reported that the 9600 sys would not boot up. No pt injury was reported.